Event description:
Seventy-year-old female admitted for insertion of pacemaker due to complaints of dizziness and fainting spells. At close of procedure (while still in or) pt complained of chest discomfort. Pt lost consciousness, unable to obtain pulse. Code called, unable to resuscitate. Pt expired. Autopsy performed, results not available as of 3/27/96.